Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) for treatment of peripheral artery disease (pad), a balloon ruptured. The 100% stenosed target lesion was located inside the previously implanted non-bsc stent in the calcified and moderately tortuous right superior femoral artery (sfa). The sterling over -the-wire 4.0 x 100/80 (4f) was advanced to the lesion and inflated to 10 atmospheres successfully. Upon second inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. There were no pt complications reported and the pt condition is reported as good.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).